Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing discomfort due to having multiple skin sores and multiple wounds. It was not reported what the source of the sores and wounds was. The patient was reportedly not wearing the lifevest while in the hospital because the patient was connected to telemetry. Attempts are being made to gather more information about the patient's death. The outcome of the reported skin condition and discomfort is unknown. There were no allegations against the device.